Manufacturer narrative:
(B)(4). Field service evaluated the unit, and found that the expiratory sensor connect was plugged in up side down. He reattached an expiratory sensor tube in an upright position, and calibrated the expiratory pressure, expiratory flow, and inspiratory pressure. He performed extended system testing & operational verification procedures. The unit was meeting all manufacture specifications when it was returned to the customer. Field service followed up with biomed within 24 hours, and biomed indicated that the unit was still running fine.

Event description:
The customer reported a unit that was alarming "ext high p peak and occlusion." The event occurred in the biomed shop, during routine check out. Field service was dispatched to the user facility.